Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - locking mechanisim keeps getting stuck - lot number not recognised - h0611. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of breakage on the rubber ring of the pfc* patellar cementing clamp. The broken fragments were not returned for evaluation. Due to the time of service of the device the observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test revealed that the locking mechanism was able to move and remain well fitted in the desire position. The reported complaint condition was not able to be replicated. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the pfc* patellar cementing clamp would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (h0611) provided is not a valid finished goods lot# h11 additional narrative: corrected: h3.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism was getting stuck. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer